Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7258962, medical device expiration date: 09/30/2018, device manufacture date: 09/15/2017. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor separation as the gel failed to move in the tube. No report of injury or medical intervention. No report of blood exposure to mucous membrane.